Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy in an unspecified fill cycle. The patient was connected at the time of the alarm. The supplies are no longer on the homechoice. The patient stated that they got the system error during fill and were seeing solution go into drain. The technical service representative reviewed that air will be purged down the drain and what alarm meant. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.